Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced 3 infusion sets tubing detached from the connector events on (B)(6)2024.the blood glucose level was high at the time of events therefore, the patient used backup form of insulin. No further information was available.